Manufacturer narrative:
Additional data: b5: the reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -4.50/1.0/075 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2022 as a replacement lens. Reportedly "ucva is very good - vaulting still very low!" And that "the surgeon decided to keep the lens in the eye and do a close monitoring". It was later reported that "the low vault is stable and the patient is happy with the visual outcome - so no exchange planned". The lens remains implanted. Claim#: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -4.50/+1.00/75 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2022 as a replacement lens. It was reported that the ucva is very good; but vaulting is still very low. The surgeon has decided to keep the lens in the eye and monitor the patient. Lens remains implanted. Problem is noted as resolved.